Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2025. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The shock impedance has been fluctuating between in rage and >150 ohm out of range reading since (B)(6) 2024. The pacing impedance and threshold have trended up slowly in the last year. Full lead evaluation in person recommended. No adverse events reported, lead remains implanted. Should additional information become available, this file will be updated.

Event description:
The shock impedance has been fluctuating between in rage and >150 ohm out of range reading since (B)(6) 2024. The pacing impedance and threshold have trended up slowly in the last year. Full lead evaluation in person recommended. No adverse events reported, lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.